Manufacturer narrative:
Continuation of d11: product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 3778-60 lot# serial# (B)(6) implanted: (B)(6) explanted: (B)(6) product type lead product ID 3550-39 lot# unknown serial# implanted: explanted: product type accessory product ID 3550-39 lot# unknown serial# implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Leads were returned and it was stated that they were cut on removing. No further complications were reported.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that impedances measured over 40,000 ohms on electrodes 10-12 and 14 in office. The physician decided to replace both leads on (B)(6) 2020 so that the patient can now have a full-body MRI. There were no further complications reported or anticipated.

Manufacturer narrative:
Continuation of d11: product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type lead product ID 3778-60 serial# (B)(6) implanted: (B)(6) 2013 explanted: (B)(6) 2020 product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neuros timulator (ins). The rep reported that the patient¿s ins didn¿t keep a charge very long. The rep didn¿t know how to run an estimated recharge frequency. The rep noted that he actually set the patient¿s programming to zero and didn¿t know what the patient was set a t previously. It was reviewed that the charge duration would be more frequent by default when compared to the patient¿s previous ins. The rep was to review at the end of programming what the expected charge frequency would be. Additional information received from a manufacturer representative (rep). It was reported that the cause of the ins not keeping a charge was due to high impedances on select electrodes. The electrodes with impedances were programmed around. It was unknown if the issue was resolved, but the patient would inform the rep if it was not. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the cause of the compromised lead and red impedances was unknown. The patient had x-rays on (B)(6) 2020 to see if the lead was fractured, and no fracture was seen. The physician will be discussing lead revision/replacement with the patient. No further information was reported.

Manufacturer narrative:
Analysis of the electrical stimulation lead (serial number (B)(4)) found that the lead body conductor was broken at the anchor site. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3778-60, serial#: (B)(4), implanted: (B)(6) 2013, product type: lead. Other relevant device(s) are: product ID: 3778-60, serial/lot #: (B)(4), ubd: 08-may-2017, UDI#: (B)(4) ; product ID: 3778-60, serial/lot#: (B)(4), ubd: 29-jan-2017, UDI#: (B)(4) if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). The rep reported that he did a connectivity check on the patient¿s ins today and it showed 8-15 all red. It was advised that the connectivity check was meant for intra-operative use and if the rep wanted to check ins diagnostics, he should use impedance check. The rep reported that he did do an impedance check and saw that the 8-15 lead appeared to be compromised. The rep reported that at the last impedance check he did, the following results were found: 8, 10, 12, 14 were red; 9 was green; 11, 13, 15 were yellow. The rep reported that the patient came in today to do some programing. The rep noted that the patient was programmed on the 8-15 lead. No further complications were reported.